Event description:
It was reported that 15-20 minutes following a pump refill the patient experienced lightheadedness and drowsiness. The patient was still at the clinic and was admitted to the hospital. The patient was released from the hospital a couple of days later with an empty pump. The patient's status was reported as "fair". The patient was encouraged to contact their hcp. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.